Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. During the procedure, it was noted that the balloon ruptured during inflation. A new balloon was used to complete the procedure. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.